Event description:
It was reported that a patient underwent a cataract reoperation on (B)(6) 2011 and suture was used. On (B)(6) 2011, there was pus-like fluid around the suture. The suture was removed on an unknown date. A culture was done and it was (B)(6). Vancomycin and rinderon were routinely prescribed. The surgeon opines the reaction could be an allergy. The patient experienced a strong inverse astigmatism due to removal of the suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01649. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch acp265 mfg date: 03/31/2008, exp date: 01/31/2013.batch bce704 mfg date: 03/31/2008, exp date: 01/31/2014.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined. The package was in good condition as returned. All seals were full and complete with no channels or spotty seals. There were no tears in the tyvek or the copolymer.pieces of used suture were returned and microscopically examined. They had cut ends and exhibited manipulation memory from use in surgery. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.